Event description:
The patient's mother reported that the patient was hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 30 mg/dl while wearing the pod on the arm for between 4 and 24 hours. Patient woke up around 6:00 a.m. With low blood sugar. Patient's mother had the patient eat a jimmy dean breakfast sandwich and called the emergency nurse line. The mother gave the patient multiple low treatments with no effect. Patient was treated with dextrose, food, soda. Sugar water and insulin injections at the hospital. The patient was still admitted as of (B)(6) 2025. Insulet advised the patient's mother to call back once the patient is released from the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone17.5. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.